Manufacturer narrative:
Block h6: impact code f05 is being used to capture the reportable event of delay to treatment/therapy. Block h10: a wallstent biliary stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection observed no problems with the device. Functional inspection was performed, the delivery system was actuated (the handle was slide back along the stainless-steel tube), and the stent was able to be deployed without resistance. Product analysis did not confirm the reported event of stent failure to deploy. There is no indication on the reported event because the stent was able to be deployed during functional inspection. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was used to treat a cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was unable to deploy and was fully covered by the outer sheath when it was removed from the patient. The procedure was completed at a later time with another wallstent biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f05 is being used to capture the reportable event of delay to treatment/therapy.

Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was used to treat a cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was unable to deploy and was fully covered by the outer sheath when it was removed from the patient. The procedure was completed at a later time with another wallstent biliary stent. There were no patient complications reported as a result of this event.